Manufacturer narrative:
Updated information: d1 brand name updated. D2a/d2b procode, common device name updated. D4 catalog number, serial number, lot number, UDI number, exp date updated h4 MFR date updated.

Manufacturer narrative:
Impacted product updated from unk_impella 5.5 to unk_pump to allow for proper investigation coding. D1 and d4 revised h6 medical device problem code a01 was inadvertently omitted on the initial manufacturer device report.

Event description:
Clinical narrative (updated) : a 67-year-old female patient presented with st-segment elevation myocardial infarction and was transferred from a local hospital due to ongoing, unrelieved chest pain. She was taken to a tertiary medical center¿s cardiac catheterization laboratory, where coronary angiography revealed a 100% occlusion of the left anterior descending coronary artery. Balloon angioplasty was performed, but the vessel re-occluded. The decision was made to place an impella cp and transfer the patient to the operating room for emergent coronary artery bypass graft surgery with planned impella 5.5 placement. Following coronary artery bypass graft surgery and impella 5.5 placement, the patient became increasingly tachycardic and required escalating vasopressor support. Hemoglobin and hematocrit levels were noted to be decreasing while chest tube output had ceased. The patient was returned to the operating room, where cardiac tamponade was found and documented as not related to the impella device. The surgeon opened the chest, evacuated clots, and controlled the surgical bleeding. The chest was closed and measures to correct coagulopathy were resumed. Tamponade was remedied and bleeding/excessive chest tube output resolved. The patient subsequently underwent successful removal of the impella 5.5 device. The bleeding event was documented as unrelated to impella use and attributed to the surgical intervention. The complication is being conservatively coded to the impella however multiple notes attributed the complication to the procedure and not related to the device.

Event description:
On (B)(6) 2025, a 67-year-old female patient presented with a st-segment elevation myocardial infarction and was transferred from a local hospital due to ongoing, unrelieved chest pain. The patient was transferred to a tertiary medical center and taken to the cardiac catheterization laboratory. Coronary angiography revealed a 100 percent occlusion of the left anterior descending coronary artery. Balloon angioplasty was performed; however, the vessel subsequently re-occluded. The decision was made to place an impella cp and transfer the patient to the operating room for emergent coronary artery bypass graft surgery with planned impella 5.5 placement. Following coronary artery bypass graft surgery and impella 5.5 placement, the patient became increasingly tachycardic and required escalating vasopressor support. Hemoglobin and hematocrit levels were noted to be decreasing while chest tube output had ceased. The decision was made to return the patient to the operating room. The patient was found to have cardiac tamponade, which was documented as not related to the impella device. The patient subsequently underwent successful removal of the impella 5.5 device on (B)(6) 2025. The bleeding event was documented as appearing unrelated to impella use and was attributed to the surgical intervention. The complication is being conservatively coded to the impella however multiple notes attributed the complication to the procedure and not related to the device.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.